Event description:
The customer reported that during a patient event, their device lost power during use. The customer did not provide any specific event details or details on the patient. There was no adverse effects reported during this patient event. No additional information has been obtained.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported loss of power issue. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.